Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the ins not charged or depleted and ins not taking a charge was a patient/family issue. The cause consisted of the daughter caring for the patient now not the doctor who called. The daughter who called was unfamiliar with charging and operating device. Actions/interventions included a rep able to troubleshoot issue on the telephone. The issue is reported to be resolved.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the caller got a call from the patient's daughter that the patient is in the hospital in (B)(6) and the ins is either not charged up or depleted. The caller stated that the daughter tried to charge the ins and it wouldn't take a charge. No symptoms were reported. No further complications were reported or anticipated with this event.